Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm reported. The manufacturers service technician could not duplicate the customer reported problem. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the data acquisition boards and the data acquisition pcb to motor controller pcb cable to address the finding. Final testing was performed per operating specifications.